Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection. The helix extended and retracted smoothly and within specification when evaluated. The full lead was returned and analyzed.

Event description:
It was reported during the implant procedure that, when the physician was performing the preliminary testing on the lead that it was not possible to extend and retract the helix before implantation. The lead was not used. There were no patient complications reported as a result of this issue.